Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2015-20305, reference MFR. Report# 1627487-2015-20306. Further follow up identified the patient is no longer receiving antibiotics and the infection has cleared ( physician's standpoint). Reportedly, the wound is healing "well".

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2015-20305. Reference MFR. Report# 1627487-2015-20306. It was reported, the patient was hospitalized on (B)(6) 2015 due to possible infection and also observed fever and high white blood cell count. Cultures were taken and the patient was treated with intravenous antibiotics. Further follow up identified the scs system was explanted. As of (B)(6) 2015, the patient was in hospital and was being treated with intravenous antibiotics.

Manufacturer narrative:
(B)(4). Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.